Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was charging too often. And was not fully charging, not over half. The ins keeps running dead within a couple of days and the patient has to charge more frequently. The patient charged for 4-5 hours on the morning of the call. The patient stated that they always get 6 coupling bars and they stay there during charging. The patient hasn't been recently reprogrammed and their parameters were not adjusted. The patient was redirected to their hcp to diagnose the issue. The patient stated that their healthcare provider (hcp) redirected them to patient services. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that they made an appointment with their healthcare provider (hcp) and a manufacturer¿s representative (rep). The patient reported that the charging issues had been resolved following the advice of the rep. No further complications were reported.